Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinary procedure, at the time of surgery, needle came off with 1st throw so no suture pattern was established. They re-sutured and the patient is alive with no injury.